Event description:
The customer reported that all telemetry patients went offline for two central stations. There was no patient or user death, or injury associated with the event.

Manufacturer narrative:
A spacelabs healthcare technical support representative provided troubleshooting assistance to the customer. The biomed traced the issue to a switch connected to the xtr that was not powered due to a faulty uninterruptible power supply (ups). The customer replaced the ups and confirmed the issue was resolved. The cause of the reported issue was due to a faulty customer owned ups.